Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that: "unexpected shutdown of the respirator. No switching on batteries with complete stop. (Plugged into another outlet without success: the respirator did not turn on). No consequences for the patient because health care team was immediately responsive, but patient was dependent on the respirator for survival. Audible alarm (but unknown to the staff for outstanding failure and low intensity compared to gravity)."

Manufacturer narrative:
To investigate the reported problem, the device log and the returned power supply were analyzed at the manufacturing site. The device log showed that the power supply had failed on the reported date and caused the reported shutdown of the respirator. In case of a power supply failure the emergency-breathing valve opens in order to allow the patient to breath spontaneously. Manual ventilation with an alternate device may be considered to be necessary. Additionally, the suspected power supply was tested and it could be confirmed that it was without any function and had failed internally. The ventilator performed as specified for the given error condition and alerted with the highest priority audible alarm. The proper device alarm generation was verified successfully on site. The device was repaired by replacing the power supply and was returned to use.

Event description:
Please see initial-report.